Manufacturer narrative:
The complaint states the reported product (item no. 254400521, lot no. Unknown) was used for the tka surgery performed on (B)(6) 2017. The details of the event were as follows: a fixing pin hole on the distal plate came off when a pin was inserted there. This occurred after the distal femoral jig (reported product) was put into the intramedullary. The event was noted by the surgeon during the operation. The investigation confirmed the failure mode as reported. Comparing the drawing ((B)(4)) with the received part reveals that the bushings are over-moulded in the incorrect orientation. The risk associated with this failure mode was assessed within (B)(4) with a resultant field correction issued. The trend of complaints related to the inversion of the bushing and the disassociation of a number of these bushings has led to the initiation of corrective and preventative action ((B)(4)) at depuy. The complaint shall be closed with a justified conclusion; entered into the complaints database and monitored through trend analysis. If further information is received the complaint shall be reopened and investigated further. Post market surveillance is per sep (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: this complaint is under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
A fixing pin hole on the distal plate came off when a pin was inserted there. This occurred after the distal femoral jig (reported product) was put into the intramedullary.

Manufacturer narrative:
This complaint remains under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed.